Manufacturer narrative:
A zimmer dental heal collar was returned for inspection. Visual inspection of the healing collar revealed wear and the threads are noted to be damaged at the engaging surfaces. The hex head was also slightly worn, but functional. The product was functionally tested, and it was confirmed that the collar would not screw into a mating implant due to excessive thread damage. The complaint was confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. The following sections have been updated. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(4). Age was not provided, patient weight was not provided.

Event description:
It was reported that healing abutment (hc343) did not thread in implant. The implant was removed and they were able to immediately place another implant.